Manufacturer narrative:
The reported event of device had 00804 error: no battery installed was created to document the event that the customer reported. The customer did not return the device for evaluation. A review of the device history record showed the device had a manufacture date of 20dec2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The device was not returned for investigation or repair. No failure data exists to review. Therefore, the proximate cause of the customer¿s reported issue cannot be determined. The reported issue that the 8015 alaris pcu 1.5 module 00804 error: no battery installed could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time. The device is used for treatment purposes.

Event description:
It was reported that the pump malfunctioned while infusing a high risk medication on a high risk patient. Despite working 13 hours without incident and being plugged in since 2200 hours, the device started alarming that no battery was installed approximately 0404 the following morning. There were no adverse effects caused to the patient.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the pump malfunctioned while infusing a high risk medication on a high risk patient. Despite working 13 hours without incident and being plugged in since 2200 hours, the device started alarming that no battery was installed approximately 0404 the following morning. There were no adverse effects caused to the patient.